Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the image malfunction could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction:expected or random component failure without any design or manufacturing issue. A root cause for the foreign material finding could not be identified. Based on the results of the investigation, the most likely cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited dirt on the objective lens and the screen turned white with no image. There was no patient involvement.